Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. There was imagery received for evaluation. Per imagery review, a balloon burst was observed. Subsequently, the device was returned for evaluation. Visual evaluation of the returned device revealed the balloon had burst longitudinally and radially. The inflation balloon single wall thickness was measured along the edge of the burst location, and all measurements taken met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on the evaluation of the returned device and provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as the information provided indicated the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction based on additional information received and to document the related manufacturer report number in section h10 (related report numbers). The following section of this report has been corrected: h6 (device code). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-10166 for details of the other event. Additional information was received indicating that no balloon material had separated from the delivery system. The investigation is still ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 26 mm commander delivery system balloon burst during valve deployment. The valve was stable but not fully expanded. The delivery system was withdrawn through the esheath+ without difficulty. The valve was post-dilated. The distal tip of the 14fr esheath+ was observed to be torn. It was further reported that some balloon material was separated, but all material appeared to have been removed. There was no patient injury, and the patient was stable post procedure. Imagery of the device was provided for evaluation. Per imagery review, a radial and longitudinal balloon burst was confirmed. It could not be confirmed if any balloon material was separated/missing.